Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the left anterior descending (lad) artery with mild calcification and mild tortuosity. A nc trek balloon dilatation catheter (bdc), an unspecified drug eluting stent (des) and an unspecified imaging catheter were attempted to be advanced on a whisper guide wire (gw); however, the gw was not able to track the bdc as the wire felt too sticky. The coating the wire core was peeling during removal of the gw. Despite this, the wire was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed, it was reported that despite the resistance noted advancing devices over the whisper gw, the gw was used to successfully complete the procedure. Upon removal of the gw, the coating of the gw core was noted to be peeling. No additional information was provided.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lo revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issues could not be determined. Factors that may contribute to difficult to advance over the guide wire include, but are not limited to, inner diameter of the catheter, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Additionally, it was reported that the guide wire was observed to be peeling. It is possible that manipulation of the guide wire when resistance was encountered, likely contributed to the reported peeling. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.